Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test, a21 error test, rewind and displacement test or verify e13 alarms due to full segment display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.